Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.

Event description:
The customer contacted stryker to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the internal hybrid layer capacitor (hlc) battery. The hlc were depleted, however further cause could not be determined. The customer was provided with a replacement device. The returned device was archived by stryker.